Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had tried botox in the past and it was unsuccessful. She had never tried any more conservative treatment methods prior to implant. She had a trial period of three to four weeks and that worked pretty well. Her implantable neurostimulator (ins) worked for a little while and then after several adjustments by the healthcare provider, they could not get it working right. Therapy was unsuccessful and the patient was getting up five to six times a night. Troubleshooting included reprogramming. She had never adjusted stimulation on her own and had never used the patient programmer; she went to the doctor for adjustments. She never had any falls, accidents, or traumas with the implant and her healthcare provider had no explanation for why therapy had not worked for her. The patient had the ins replaced. It was unknown if the lead had been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.